Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm half unit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no: 328440 batch no: 0167574. It was reported that the needle hub separated when removing the shield and the shields were hard to remove.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0167574. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no: 328440 batch no: 0167574. It was reported that the needle hub separated when removing the shield and the shields were hard to remove.